Event description:
It was reported that at first fitting, the patient had no hearing sensation (he was implanted on (B)(6), 2010). A revision surgery was carried out on (B)(6), 2010, but the patient still had no hearing sensation. On (B)(6), 2010 the implant was checked. Rtf-measurements could not confirm proper function. The patient was reimplanted on (B)(6), 2010.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.